Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The valve was implanted. Post-implant the valve popped up from the annulus. The valve was snared into the ascending aorta. A second 29mm navitor vision valve was implanted. The following day the patient presented with heart failure and pulmonary edema. On (B)(6) 2025 the patient passed away. The cause of death was a combination of left ventricular hypertrophy, mitral insufficiency, and systolic anterior motion (sam). The user believed the death was related to the procedure and patient's comorbidities.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant. The valve was implanted. Post-implant the valve popped up from the annulus. The valve was snared into the ascending aorta. A second 29mm navitor vision valve was implanted. The following day the patient presented with heart failure and pulmonary edema. On (B)(6) 2025 the patient passed away. The cause of death was a combination of left ventricular hypertrophy, mitral insufficiency, and systolic anterior motion (sam). The user believed the death was related to the procedure and patient's comorbidities.

Manufacturer narrative:
An event of mitral valve insufficiency, pulmonary edema, heart failure, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pulmonary edema, heart failure, mitral insufficiency, and death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.